Manufacturer narrative:
The insulin pump received with a blank display due to moisture damage on electronic assembly. Unable to verify failed battery test alarm and unresponsive buttons due to blank display. The device had a scratched display window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display, failed battery test alarm, and keypad anomaly. The blood glucose at the time of the incident was 142 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.